Event description:
It was reported that the 2800 system was having a problem with the fluoro. No patient injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.